Event description:
It was reported that the patient experienced soft tissue damage and pain, according to surgeon. Surgeon said it could be due to metal head and tmzf stem. So revised to biolox ceramic head.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding altr secondary to trunnionosis involving an accolade stem and femoral head was reported. The event was not confirmed from the medical review. Method & results: device evaluation and results: not performed as the devices were not returned for evaluation. Medical records received and evaluation: a review of the event by a clinical consultant concluded: "on (B)(6) 2015 a revision of the left total hip arthroplasty, femoral head only was performed for a diagnosis of ¿painful left total hip with altr secondary to mechanically assisted crevice corrosion trunnionosis¿. There is no examination of the explanted components, no histopathology suggestive or diagnostic of pseudo tumor or altr and no description at the revision surgery of communication between the joint and the trochanteric bursa or pseudo tumor tissue. The description of ¿¿no apparent extracapsular and soft tissue damage¿ was noted. The benign serum cobalt and chromium levels, the meaningless intra articular cobalt levels and the preoperative history of MRI findings of trochanteric bursitis, along with early postoperative and serial x-rays demonstrating trochanteric pathology, all suggest this patients symptoms, which never included groin pain were likely the result of chronic trochanteric bursitis. There is no evidence the indicated finding of possible corrosion product 5 and-one-third years postoperative at the head/neck junction was responsible for the clinical situation. The mars MRI findings would also be consistent with this evaluation. " device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: based on the information provided, a review of the event by a clinical consultant concluded that the patients symptoms were likely the result of chronic trochanteric bursitis. Additional information, including return of the device and histopathology reports are needed to fully investigate the event. No further investigation is possible at this time. If the device and or further information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient experienced soft tissue damage and pain, according to surgeon. Surgeon said it could be due to metal head and tmzf stem. So revised to biolox ceramic head.